Event description:
Adverse event(s): "a jet of fluid was induced in the eye tearing the retina" (retina, tear(s) in). Product problem(s): "the event was caused by a use error" (use of incorrect control settings). The nurse reported that at the end of a case, the surgeon was infusing air. The surgeon requested that the pressure be reduced from 25 to 20. The circulating nurse accidentally turned on the infusion. A jet of fluid was induced in the eye tearing the retina. Additional info received from the surgeon confirmed the info reported. The surgeon stated the event was caused by a use error. The surgeon repaired the retinal tear. The repair added 45 minutes to the surgery. The surgery stated the pt prognosis was good.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).